Manufacturer narrative:
(B)(4). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd autoshield¿ duo pen needle leaked during the injection. There was no report of exposure, injury, or medical intervention.

Event description:
It was reported that the bd autoshield duo pen needle leaked during the injection. There was no report of exposure, injury, or medical intervention.

Manufacturer narrative:
No samples or photos were returned for analysis. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. Based on an evaluation of severity and occurrence it was determined that no corrective action is required at this time.